Event description:
Allegedly, in or around 2007, the pt underwent a laparoscopic surgery after which the pt was diagnosed with leiomyosarcoma. On (B)(6) 2012, the pt passed away.

Manufacturer narrative:
There was no indication of any malfunction of the device.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.